Event description:
The customer reported that the acuity central station system ceased operating. Centralized pt monitoring was unavailable until the arrival of a loaner device the following day. No pts were adversely affected as a consequence of this product problem. Note: add'l info for the pt identifier was not available.

Manufacturer narrative:
Note for results: (code unspecified, described): hard disk drive. The device is an installed centralized pt monitoring system that utilizes a sun micro-systems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. The customer reported that the acuity system had ceased operating. The system's cpu was returned to welch allyn for eval. Testing confirmed that the cpu was non-functional. Internal inspection found a thick layer of dust on the cpu's motherboard and all internal parts. Dust and dirt accumulation within the cpu can inhibit proper cooling and lead to internal overheating and components failures. Testing found transport errors with the hard disk drive and audible noise coming from it, indicating disk drive failure. The cpu's memory cards also showed data errors, indicating chip failure. The investigation concluded that the system malfunction was caused by failure of the hard disk drive and memory cards, and that these failures may have been precipitated by the user's failure to perform routine maintenance related to cleaning as required by the device's dfu (directions for use). The problem was corrected by replacing the hard disk drive and memory cards, and the repaired device was returned to the customer.